Event description:
Healthcare professional reported right side "rupture, periprosthetic seroma, and diffuse breast adenosis, "tension headache, insomnia" device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Other medical: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Headache: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device photos have been received for analysis. Additional, corrected and/or changed data: b.3, b.5, b.6, d.4, d.6a, d.6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, periprosthetic seroma, parasteral lymphadenopathy.

Event description:
Healthcare professional reported right side "...rupture, periprosthetic seroma, and diffuse breast adenosis., "tension headache, insomnia" device remains implanted.